Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified during the therapy initiated on (B)(6) 2013 at 22:44:05. During night drain cycle five, the patient's ultrafiltration reading was 1531 ml, indicating the home patient (hp) drained 1246 ml more than their maximum programmed fill volume of 1900 ml. No further information was available.